Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachy response (atr) due to what appears to oversensing of ventricular signals in the atrial channel. Technical services (ts) was consulted also and discussed possible reprogramming options such as adjusting blanking period and possible change of sensing floor. This ICD remains in service. No adverse patient effects were reported.